Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general) /blood clot') in a (B)(6) year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchospasm in (B)(6) 2012, uterine bleeding, adenomyosis, irritable bowel syndrome, cystitis interstitial, migraine, urinary tract infection, ankle operation and uterine ablation. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to (B)(6) 2009 and pills from 2005 to (B)(6) 2007. Concurrent conditions included biopsy since (B)(6) 2012, sclerosis multiple since (B)(6) 2011, tiredness, dyspareunia and dysuria. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2016, citalopram, diclofenac potassium, gabapentin, ibuprofen, omeprazole since 2015, sumatriptan since 2015 and teriflunomide (aubagio) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), migraine ("migraines/headache"), headache ("migraines/headache"), allergy to metals ("nickel allergy") and cystitis interstitial ("infection (bladder/urinary tract/vaginal) type: interstitial cystitis"), 2 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation, uterine scrapping and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, allergy to metals and cystitis interstitial outcome was unknown, the migraine, headache and arthralgia had resolved and the back pain was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis interstitial, depression, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion(as per pfs) type of test: hysterosalpingogram. (As per mr): impression: successful mechanical obstruction of fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet & medical records received : case became valid. Injury nos replaced with new events. New reporter's information was added. Lot number was added. Date of insertion,date of removal was added. Patient's demographics were added. Added event abnormal bleeding (general), depression, anxiety, migraines, headaches, nickel allergy, dyspareunia (painful sexual intercourse), pelvic pain, back pain, hip pain, fatigue, interstitial cystitis. Medical history, historical drug, concomitant conditions, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general) /blood clot') in a 35-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchospasm in (B)(6) 2012, uterine bleeding, adenomyosis, irritable bowel syndrome, cystitis interstitial, migraine, urinary tract infection, ankle operation and uterine ablation. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to (B)(6) 2009 and pills from 2005 to (B)(6) 2007. Concurrent conditions included biopsy since (B)(6) 2012, sclerosis multiple since (B)(6) 2011, tiredness, dyspareunia and dysuria. Concomitant products included bupropion hydrochloride (wellbutrin) from 2010 to 2016, citalopram, diclofenac potassium, gabapentin, ibuprofen, omeprazole since 2015, sumatriptan since 2015 and teriflunomide (aubagio) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), migraine ("migraines / headache"), headache ("migraines / headache"), allergy to metals ("nickel allergy") and cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis"), 2 months 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation, uterine scrapping and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, allergy to metals and cystitis interstitial outcome was unknown, the migraine, headache and arthralgia had resolved and the back pain was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis interstitial, depression, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion(as per pfs) type of test: hysterosalpingogram (as per mr):impression: successful mechanical obstruction of fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.